Event description:
A nurse reported that a system message displayed during the pre phaco portion of a cataract procedure indicating possible loose phaco tip. The phaco tip was in the eye at the time of the event. Since there was no phaco power, the surgeon proceeded to advanced quad mode and continued with the procedure. The reporter informed that the surgeon commented during the surgery that he thought that the phaco tip might have not been tight enough at the time of the event. Add'l info has been requested for this case, however, no updates have been received during f/u. A product sample was received and it is awaiting eval.

Manufacturer narrative:
A product sample was received and it is awaiting eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).